Manufacturer narrative:
Updated fields: b3, g3, g6, h2, h11. Corrected fields: d9, e3, h6 (investigation findings, investigation conclusion).

Event description:
N/a.

Manufacturer narrative:
Due to character limit in the e1 section: the full event site name is (B)(6). A suppemental report will be submitted upon the completion of investigation.

Event description:
It was reported by the customer that during patient use, the cardiosave intra-aortic balloon pump (iabp) malfunctioned. When the main unit was turned off, a continuous beep sounded for about 30 seconds.there was no patient harm reported.

Manufacturer narrative:
Updated fields b4 g3 g6 h1 h2 h6 type of investigation findings component codes investigation conclusions h11. A getinge field service engineer fse was dispatched to evaluate the unit the fse reported that a beep sounded when the power was turned off the fse replaced the power management board (B)(6) product passed all functional and safety tests per manufacturer specifications based on the evaluation results provided by the field service engineer the failure occurred due to a defective power management board the issue was resolved by replacing the malfunctioning part root cause evaluation for the replaced part cannot be performed since the defective part was discarded however per the cardiosave dfmea the possible cause of the failure mode is component reliability.